Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had failed drawer and unable to access for or cases and user not able to retrieve medication, so the device was swapped. There was delay in medication dispensation. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed drawer and unable to access during cases. A field service engineer reseated the connector and checked all other connectors as well to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.